Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2017) is known. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the white plastic tip moved into the anastomosis, are you referring to the anvil? If not, are you referring to the plastic breakaway washer? What confirmation was received that the device was fully fired? Were there staples missing from the staple line ? Were any unformed or malformed staples seen? How was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe. What is the current patient status?

Event description:
It was reported that during an unknown procedure, the white plastic tip moved into the anastomosis during tightening. When removing the device, the white plastic tip was free leading to a dehiscence of the anterior face of the anastomosis. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n57m54. Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: can you please provide further clarifying detail of the event as well as the patient consequence. When the white plastic tip moved into the anastomosis, are you referring to the anvil? If not, are you referring to the plastic breakaway washer? What confirmation was received that the device was fully fired? Were there staples missing from the staple line ? Were any unformed or malformed staples seen? How was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe. What is the current patient status? Response received: white plastic tip means plastic breakaway washer.